Manufacturer narrative:
No signal too low alarm noted. Pump passed the self-test. Unexpected restart alarm and memory was erased after battery change due to faulty capacitor. Pump received with normal operating currents. No unexpected low battery alarm noted. Pump had lcd bleeding, minor scratched display window and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump had an unexpected restart alarm and a signal too alarm. It was also reported the daily history was erased during this event and the customer had to reset the date on the insulin pump. Customer's blood glucose was 10.8 mmol/l at the time of incident. Customer stated the alarms did not occur during the rewind/prime sequence. The customer agreed to return the insulin pump for analysis.